Event description:
It was reported that the asymptomatic patient presented to the o.r for change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.